Event description:
On (B)(6) 2011, the reporter claimed that the patient's blood glucose was elevated to 500 mg/dl while the keypad issue began. On the day of concern, the reporter indicated the keypad on the animas pump was peeled all the way off. The keypad buttons were not responding. In addition, the bolus insulin was cancelled on its own after 3 out of 6 units were delivered. The patient subsequently did not feel well and reportedly was tired. There was an alarm alerting to the patient of the hi reading on the continuous glucose monitor. The patient took 2 units of insulin via syringe. The reporter that the patient was fine as her blood glucose readings are coming down. The patient was taken off of the animas pump treatment and was placed on the backup plan. The patient allegedly had hyperglycemic blood glucose reading of 500 mg/dl and was treated accordingly on the same day the keypad issue began. The owner's booklet instructs the user to call animas (B)(4) if the user suspects that the product is damaged. Since the patient continued the animas pump in spite of the damaged to keypad issue, this complaint is being reported due to a user error.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are intermittently responding to user inputs during testing. The "up and down" contacts were be misaligned. (B)(6).